Event description:
I used fixodent from around in 1998 till now 2009. About 4 yrs ago, I had tingling in feet, hands and down legs. Also, sharp pains from my buttock to my thighs, calfs, ankles, feet & no feelings in toes. Dose or amount: denture cream; frequency: it. Daily; route: oral. Dates of use: 1998 - 2009. Diagnosis or reason for use: denture adhesive cream.